Manufacturer narrative:
Initially, it was assessed that this was a hemostatic valve separation. The biosense webster, inc. (Bwi) product analysis lab received the device for evaluation, and it was observed that the device was returned in the condition reported as the hemostatic valve was not found inside the hub and it was not returned with the sheath. The hemostatic valve issue remains assessed as MDR reportable. The device evaluation was completed on 2-sep-2021. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. When inserting the dilator into the hub of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small, the plastic part broke off and completely separated. It seemed like a piece of the plastic hemostasis valve had broken off. The sheath was not being used on the patient when the issue was observed; therefore, no air entered the patient¿s body. They had opened the sheath and noticed the issue and opened another one. The sheath was replaced, and the issue resolved. The procedure was completed without patient consequence. No percutaneous or surgical removal was necessary. The product was returned to bwi for evaluation. A visual inspection of the returned sheath was conducted. Visual analysis of the returned sample revealed that the hemostatic valve was not returned with the carto vizigo sheath. The valve could have been detached due to an external force while inserting the device thru the sheath, but this could not be conclusively determined. On the other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record (DHR) evaluation was performed for the finished device [00001626] number, and no internal actions related to the reported complaint condition were identified. Based on the DHR, the h4. Device manufacture date has been updated. Due the conditions observed in the hemostatic valve, an internal corrective action has been opened to investigate this issue. It should be noted that sheath failure is multifactorial. Based on the information currently available, the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. When inserting the dilator into the hub of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small, the plastic part broke off and completely separated. It seemed like a piece of the plastic hemostasis valve had broken off. The sheath was not being used on the patient when the issue was observed; therefore, no air entered the patient¿s body. They had opened the sheath and noticed the issue and opened another one. The sheath was replaced, and the issue resolved. The procedure was completed without patient consequence. No percutaneous or surgical removal was necessary.